Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This report involves a pt (demographics are unk) who was administered sculptra (poly-l-lactic acid) (dosage, therapy dates and indication were not provided). The pt's medical history was not provided. No concomitant medications were reported. On an unk date after being administered poly-l-lactic acid, this pt developed nodules. It is unk if any corrective treatment was administered. No further info was provided. The reporter's causal relationship assessment for poly-l-lactic was indicated as not specified.

Manufacturer narrative:
Addendum for follow-up received (B)(6) 2008: the results for ptc # (B)(4) were provided. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable.